Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: updated physical manufacturer information. H4: updated manufacturing date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Without a valid lot number the DHR is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Reporters state: (B)(6). Initial reporter is j&j company representative. Investigation summary the narrative could not be confirmed based on the received picture. Just based on the picture it is not possible to confirm a functional issue, as we only have received pictures of the implanted and intact parts. Therefore, the complaint is rated as n/a in the confirmed field. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent implant surgery for the femoral neck fracture with the fns implants in question. On (B)(6) 2021, the patient underwent removal surgery due to bone union confirmation. During the removal, the surgeon had difficulty in removing the locking screw because the screw was locked hardly. The surgeon used a carbide drill to remove the screw and the screw was removed successfully. The surgery was completed successfully with a 60 minutes delay. No further information is available. Concomitant medical product: unk - drill: (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the narrative could not be confirmed based on the received picture. Just based on the picture it is not possible to confirm a functional issue, as we only have received pictures of the implanted and intact parts. Therefore, the complaint is rated as n/a in the confirmed field. Furthermore, no non-conformances were identified, by the performed manufacturing evaluation for the finished device lot number. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot = sterile part: part: 412.213s, lot: 5l92359, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 02.sep.2019, expiry date: 01.aug.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: part: 412.213, lot: 4l96887, manufacturing site: mezzovico, release to warehouse date: 14.jun.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.